Event description:
The customer reported a battery problem where the battery was dead - exhausted. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the device and battery were evaluated by a philips field service engineer (fse). The reported symptom was confirmed. Note: the battery is more than one year old. The battery was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. Philips concluded that this was a malfunction of the battery.